Event description:
It was reported, that the patient presented for a leadless pacemaker (lp) implant procedure. During implant, it was noted, the pacing impedance increased. Post procedure, the patient experienced cardiopulmonary arrest (cpa), due to the lp dislodging to the inferior vena cava (ivc) and failing to capture. A cardiac massage was performed. A temporary pacemaker was used. The lp was explanted and replaced with a transvenous pacemaker. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.